Manufacturer narrative:
Initial and final MDR 1951151 - MDR 3003442380-2024-17416 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events with four infusion sets where infusion set tubing was cracked in area that is held down by adhesive. The set was used for four hours. Patient's blood glucose level at the time of event was 260 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.